Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible. The device was returned with the capsule missing.